Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer advised they have not used their insulin pump in 6 months because the device randomly shuts off. Customer advised while playing a softball game the device started beeping and then the screen was blank when they looked at it. Troubleshooting for the blank display was performed. Customer advised the device has scratches on the screen, the serialized plate is discolored red and there is a burnt smell coming from the back of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected beeping/alarm anomaly noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had scratched display window, stained address/serial number label. No burnt smell anomaly noted. No damage found inside the pump noted.